Event description:
It was reported that a system error 2240 (air in line/set) occurred during drain one of three on the homechoice. The home patient (hp) was connected at the time of the event. The hp noted that the floor was wet but was unable to find any leaks. There was nothing found during troubleshooting that would cause or contribute to the alarm. The hp indicated they would start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.